Manufacturer narrative:
Analysis of the data files provided by the customer identified two false positive patient sample calls: one (1) sample in data file (B)(4). Eds and one (1) sample in data file (B)(4). Eds contained an air bubble in the well that popped during pcr cycling, which resulted in non-specific amplification that crossed the threshold and caused a total of two (2) false positive clinical calls. The root cause of the issue was identified as insufficient vortexing, and centrifugation of the qpcr plate to release the trapped air bubbles.

Event description:
Customer submitted complaint on (B)(6) 2020, stating that they were experiencing a bubble popping in one of their wells which led to false positive results. Analysis of the customer's data by thermo fisher scientific technical, and field application scientists' teams revealed systematic issues with optical mixing, due to insufficient vortexing of the qpcr plates, and improper centrifugation. Technical, and field applications scientist team requested for customer to repeat the run as instructed to follow the instructions for use. The customer did not report any deaths or serious injuries to thermo fisher. Thermo fisher was not able to confirm whether or not any false results were reported to physicians/patients.